Manufacturer narrative:
Findings: pump unable to prime during prime test due to faulty force sensor (gold). Unable to verify no delivery alarm due to prime anomaly. No motor error alarm noted. Motor passed motor test. Pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test. Unable to perform occlusion test and no delivery test due to prime anomaly. Pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 180 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer was able to rewind pump. The customer stated they had multiple motor errors. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 180 mg/dl. The customer was unable to troubleshoot due to motor error and replacing pump.